Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: the receptacle was burnt. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified; nonetheless, for the finding ¿burnt receptacle¿, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the receptacle of the subject device was burnt. There was no patient involvement.